Event description:
A peritoneal dialysis patient's nurse called fresenius technical support on behalf of the patient. The nurse stated the patient took a drain bag samples to the clinic and one of them had blood in it. The nurse said the patient completed treatment with no issues. The patient has not used the cycler since monday and has been doing manuals and there has been no more blood. The clinic is doing exams on the patient to determine what happened. Pd samples were drawn, and on the 4th day the cultures were (B)(6) for (B)(6).

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. The device was tested as part of the routine service activity. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaint for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the event of bloody effluent and possible peritonitis is unlikely related to the liberty cycler machine. There were no reports of fluid leak or machine malfunction. The most common cause of peritonitis in a peritoneal dialysis patient is touch contamination. The patient was treated an continues peritoneal dialysis with a new machine.